Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that a low battery message for patient's ipg displayed on external devices. Further information was requested.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated the ipg was deemed inoperable by a manufacturer representative. Surgical intervention occurred wherein the ipg was explanted and replaced to address the issue.